Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. It was reported that the intra-aortic balloon had balloon rupture on patient. No harm.

Manufacturer narrative:
Due to character limit in e1 additional initial reporter name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon had balloon rupture on patient. No harm.